Event description:
It was reported that during an unknown procedure, the device fired 4-5 times and then the device would not accept any additional reloads. The reload would not slide in smoothly. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Results: cartridge pan dislodged. The analysis results that one device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.